Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp had two shields for a pen needle. This was discovered before use. The following information was provided by the initial reporter: customer reported that there were two (double) shields for a pen needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp had two shields for a pen needle. This was discovered before use. The following information was provided by the initial reporter: customer reported that there were two (double) shields for a pen needle.